Event description:
Procedure type: sigmoid resection. According to the reporter: the balloon didn't insufflate enough to make the pneumoperitoneum (problem at the level of the valv). The surgeon used a second trocar. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).